Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved-tip stapler instrument misfired. The procedure was completed with no reported injury. On 25-jul-2022, intuitive surgical, inc. (Isi) received uf/importer report (B)(4) related to this event stating: "narrative from staff: surgeon fired sureform 45 stapler across the pulmonary artery and the stapler misfired. It appears that it partially stapled but did not cut through the artery. There was no bleeding. Another new stapler was opened." "Narrative from operative report: the robotic stapler unfortunately did not cut, and I had to place two large hemoclips on both sides of the staple line and then divide this with the scissors without incident." Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the sureform 45 curved-tip stapler instrument misfired and the blade did not cut through the pulmonary artery. Intuitive surgical, inc. (Isi) has not received the sureform 45 curved-tip stapler instrument or reload for evaluation. A follow-up MDR will be submitted if the instrument or reload is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A review of the instrument log shows two sureform 45 curved-tip stapler instrument and three sureform 45 white reloads were used in the pulmonary lobectomy procedure on (B)(6) 2022 via system (B)(4). It is not known which instrument and/or reload had the misfire issue. The sureform 45 curved-tip stapler and the sureform 45 white reloads are for single use. Sureform 45 curved-tip stapler (part number: 480545-04 / lot number: t90220504-0317 / fires remaining: 7); sureform 45 curved-tip stapler (part number: 480545-04 / lot number: t90220504-0295 / fires remaining: 6). All three of the sureform 45 white reloads have the part number: 48345w. Lot numbers for the reloads were not provided. This event is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved-tip stapler instrument misfired across the pulmonary artery. The instrument did not cut through the artery. The surgeon was able to place two large clips on both sides of the staple line and then divide the artery with scissors without any incident.